Event description:
This spontaneous report was received on (B)(6) 2011 from a reporter and concerns a consumer from the united states. On an unspecified date, the consumer purchased a box of o.b. Unspecified for normal menstruation (lot number, expiration date unspecified) and noticed that the string for two tampons were broken. She had used these tampons for years without any problem. This report had no adverse event and the action taken with the device was not applicable. This report was considered a reportable malfunction case.

Manufacturer narrative:
The date of this submission is 13-sep-2011. This closes out this report unless other additional significant information is received.